Manufacturer narrative:
Patient information n/a. Sample has not been received at 3m¿; therefore, 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Based on photos provided, a likely cause was a heat exchanger leak. Improvement plan including new manufacturing equipment is in process. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the heat exchanger. No patient or staff injury was alleged. No further details were provided.